Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("chronic salpingitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("major lumbar pain refractory to infiltrations"), sciatica ("sciatica"), tendonitis ("tendonitis in leg"), fatigue ("state of moral and physical exhaustion"), dizziness ("dizziness"), disturbance in attention ("difficulty concentrating"), irritability ("irritability"), insomnia ("insomnia"), eczema ("eczema on face and hands"), migraine ("migraines"), constipation ("constipation"), fallopian tube cyst ("cysts on uterine tubes, ovaries and uterus"), ovarian cyst ("cysts on uterine tubes, ovaries and uterus"), uterine cyst ("cysts on uterine tubes, ovaries and uterus"), premature menopause ("early menopause"), menstruation irregular ("highly irregular or even non-existent periods soon after placement of the inserts") and amenorrhoea ("highly irregular or even non-existent periods soon after placement of the inserts"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 with hysterectomy and adnexectomy on (B)(6) 2017, physical therapy, infiltrations and elongation). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, back pain, sciatica, tendonitis, fatigue, dizziness, disturbance in attention, irritability, insomnia, eczema, migraine, constipation, fallopian tube cyst, ovarian cyst, uterine cyst, premature menopause, menstruation irregular and amenorrhoea outcome was unknown. The reporter provided no causality assessment for amenorrhoea, back pain, constipation, disturbance in attention, dizziness, eczema, fallopian tube cyst, fatigue, insomnia, irritability, menstruation irregular, migraine, ovarian cyst, pelvic pain, premature menopause, salpingitis, sciatica, tendonitis and uterine cyst with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed 59 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.